Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported proglide device difficulties could not be determined. The reported patient effect of hemorrhage is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the proglide device became stuck during removal. The lever was returned to it's original position but the foot did not close properly. Vascular surgery was consulted and an invasive surgical intervention was required to retrieve the proglide device. The initial procedure required conscious sedation but was increased to general anesthesia for the surgical procedure and subsequent device removal. There was an increase loss of blood; however, no vessel damage was noted. Surgical suturing was performed to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. Recovery time was prolonged. No additional information was provided.